Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that right atrial lead exhibited high capture threshold. Upon opening the pocket, it was also noted that the suture was going through the lead. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of high capture threshold and ¿suture going through the lead¿ were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations did not find any anomalies except for procedural damage. Electrical test was normal with no anomalies found.